Event description:
Image review: angio images were provided for review. The images showed the fibernet and the stent in place during procedure.

Manufacturer narrative:
Evaluation results: no results available as no evaluation performed (device not received for review). Inherent risk of procedure (vessel spasm). (Based on the information available no root cause can be determined). (No device returned for evaluation). Evaluation conclusion: known inherent risk of procedure (vessel spasm). Unable to confirm complaint (device not received for review). (Based on the information available no root cause can be determined). (B)(4).

Event description:
Physician was attempting to treat a lesion in the left distal internal carotid artery (ica) using fibernet embolic protection device. It was reported that on the dsa before implantation of the stent, the physician noticed the spasm in the area, where the fibernet was opened prior to stenting. No intervention was carried out in treatment of the spasm. Patient was asymptomatic. The lesion showed 90% stenosis, vessel was little tortuous. The lesion diameter was 5.70mm and with length of 10.80mm. The device was removed from packaging per IFU, inspected and prepped with no issues noted. No further clinical sequelae were reported for this event.